Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown complainant part is not expect to be returned for manufacturer review/investigation. Initial reporter is an operating room coordinator. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to a broken of an unknown trochanteric fixation nail advanced (tfna). Initially, the patient had an implantation on unknown date. Surgical procedure and patient outcome were unknown. Concomitant device reported: unknown tfna helical blade (part# unknown, lot# unkown, quantity 1), unknown 5.0 cortex screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) trochanteric fixation nail (tfn). This is 1 of 1 for (B)(4).